Event description:
It was reported that the ventilator shut down while connected to the patient in the hospital. The patient was placed on a backup ventilator. No reported harm to the patient. The rt looked at the event trace but did not find any unusual entries.